Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed no delivery last night; however, the reservoir was nearly empty. The customer also mentioned that after her device alarms low reservoir the reservoir gets air bubbles. The air bubbles normally appear when there is less than 10 units of insulin left in the reservoir and the customer sometimes cannot receive insulin. No troubleshooting regarding the air bubbles anomaly occurred, and no products were returned or replaced.